Manufacturer narrative:
(B)(4).

Event description:
It was reported that in clinic high atrial capture was noted, the device was reprogrammed. At post op check on (B)(6) 2015 the physician suspected atrial lead dislodgement. The lead was repositioned successfully. The patient did not experience any adverse consequences.